Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/27/2015 and found solenoid sol 29 corroded and damaged causing pinch valve pv21 to become corroded and not activate. This caused fluid to get caught in the vacuum lines and end up in the vacuum trap jar. The fse replaced sol 29 and the actuator for pv21 and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported receiving high vacuum out of range error messages on a coulter lh 500 hematology analyzer. The vacuum trap continually filled with fluid at the time of the event. The customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.